Event description:
It was reported the pt is experiencing bruising, pain/burning and swelling at her scs ipg pocket site. Additionally, the pt is feeling the warming of her scs ipg. A sjm rep advised the pt to allow the affected area to rest by turning off stimulation. The pain and swelling began to resolve by the next morning after the pt turned her stimulation off; however, after a day of no stimulation, upon turning her stimulation on, the pain and swelling resumed. The physician treated the pt with prednisone patches which did not resolve the issue. Follow-up identified the pt is experiencing a burning/pain sensation at her scs ipg pocket site even when her ipg is not being charged. The pt has lost weight and her scs ipg is close to the epidermis. The pt is working with her physician to determine the next course of action. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.